Event description:
It was reported that the ventricular lead exhibited noise via a remote transmission. The noise was confirmed in clinic. The lead also exhibited low impedance. The lead was capped and replaced. No adverse consequences to the patient occurred.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. UDI (di): (B)(4).